Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was stuck 2x when pulling out the aortic umbrella. (Failed to deploy) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned outside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. It was observed that the seal was visible through the loading device. The seal and tension spring assembly was removed from the loading device. The seal was observed to be intact. The seal was observed to be in folded shape when removed. No visual defects were observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches. The outer diameter was measured at 0.228 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the photos received from the complainant and the results of the evaluation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was stuck 2x when pulling out the aortic umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.